Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an external device. The reason for call was patient reported they were charging their implanted neurostimulator when all of a sudden the controller stopped charging and displayed software problem (1-intellis, 2-3.6, 3-243, 4-qf_port). Walked patient through resetting the controller and patient confirmed the message was cleared. The troubleshooting steps that were taken on the call resolved the issue. Patient gave information regarding ins charge frequency. Patient stated their manufacturer rep had done reprogramming which gave them a little more time; however, the charging was becoming a real problem for them as they did not have the time for it and it was too much. Patient reported next week they are getting an implant that does not require charging. Patient mentioned they stopped using the belt after 2 weeks because they couldn't get the implant to charge and they talked to a representative who told them that a lot of patients do that because it doesn't seem to go through enough clothing. Patient stated the belt didn't work at all because any kind of movement it all of a sudden goes from where it's at excellent to good to saying you have to put the thing in a different spot and it was taking over 2 hours to charge with the belt instead of 1.5 without the belt. Patient ended the call and had indicated they did not remember details of notification.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the spinal cord stimulator was not removed. The patient reported they were charging too often and could not move their shoulder enough to reach. The patient went to a permanent battery.